Manufacturer narrative:
The device analysis is ongoing. A supplemental report will be sent with the analysis results after its conclusion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately thirty five years post implant of this bioprosthetic valve within a left ventricle to pulmonary artery (lvpa) conduit, this valve was explanted and replaced due to pannus and calcification within the device. This event was not attributed to the tissue valve. No other adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the device arrived in a clear 0.2% glutaraldehyde solution in an explant kit. An approximately 3 cm section of the valved conduit was received for analysis. Pieces of the conduit wall and cauterized host tissue were received with the valved conduit for analysis. The ring and the anastomosis sites on the valved area of the conduit were intact. Two pieces (2 cm and 2.5 cm) of the conduit wall appeared to have been cut longitudinally and in half. There was no evidence of tissue, host tissue or calcification found on these two conduit pieces. A pledget was observed on the outer wall of one piece of the conduit. Calcification and pannus were observed. All leaflets appeared stiff due to visible mineralization on the inflow and outflow. Host tissue and/or mineralization made it difficult to confirm if there were three complete leaflets. Glistening off white pannus was observed along the inflow and outflow orifice. Pieces of cauterized pannus show evidence of mineralization. Radiography showed extensive calcification along the wall of the conduit and on the loose pieces of host tissue. Conclusion: per 10110066doc, a DHR review is not required as the event description does not indicate a potential manufacturing issue. The event occurred 35 years post implant therefore it is unlikely that the event was due to device manufacturing. The analysis of the device confirmed pannus and calcification. Calcification is a known common cause of bioprosthesis failure. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Pannus formation is patient dependent based on the possible underlying cause. There are many studies which discuss the etiology of pannus (excessive scar formation). Chronic pannus formation may be precipitated by an immune response to the bioprosthetic valve sewing ring and /or sutures and size of the bioprosthesis. It may also be caused by the presence of an injured endothelial surface potentially releasing fibroblast growth factor-2, blood flow turbulence, pregnancy and /or inadequate anti-coagulation. The time of pannus formation after valve implantation varies; studies have reported time frames from 6-12 months. The ingrowth of the tissue may gradually affect the function of the valve leaflets (1,2). Event may be attributable to patient outgrowth. Per the report, there is no direct allegation against the device. The device remained implanted for over 35 years (implant date: (B)(6) 1982). Due to the fact that a great proportion of congenital heart valve abnormalities present as emergent cases in neonates, infants and young children, the patient¿s physical growth is an unavoidable event; and eventually a reoperation and replacement of the device may be required. (1) bassel al-alao et al., ¿rapid pannus formation after few months of obstructing aortic mechanical prosthesis,¿ gen thorac cardiovasc surg, september 25 2013, http://link.springer.com/article/10.1007%2fs11748-013-0319-0#page-1. (2) se jin oh et al., ¿reoperation for non-structural valvular dysfunction caused by pannus ingrowth in aortic valve prosthesis,¿ the journal of heart valve disease, vol. 22, no. 4, july 2013, pp. 591 ¿ 598.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.